Manufacturer narrative:
Event date is estimated.

Event description:
Device 1 of 2. Manufacturer reference report number #: 3006705815-2021-02553. It was reported that the patient underwent a lead revision due to lead migration after the patient had an accident. Only one of the leads migrated and was explanted and replaced. It is unknown which lead so both of the leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.